Event description:
Bayer case number: (B)(4) pelvic [pelvic pain female], perineal pain [perineal pain], lower back pain [low back pain] , generalized anxiety [generalized anxiety disorder] , loss of sexual desire [loss of libido] , hair loss [hair loss] , mastodynia [mastodynia] , endometriosis [endometriosis] , excessive menstruation [excessive menstruation] , premenstrual tension syndrome [pre-menstrual tension syndrome] , dyspareunia [dyspareunia] , dysmenorrhea [dysmenorrhea] , urinary incontinence [urinary incontinence] , has been unable to work [inability to work] , adenomyosis [adenomyosis] , endometriosis [endometriosis] , vaginal bleeding [vaginal bleeding] , diarrhea associated with menstruation [diarrhea] , the patient still has intense headaches [headache] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic") in a 27-year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anhedonia, feeling sad, cesarean section and parity 3. Previously administered products included: medroxyprogesterone. Concurrent conditions were listed as excessive menstruation, diuresis, systemic hypertension and sinusitis. The only concomitant product mentioned was dienogeste. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain"), back pain ("lower back pain"), generalised anxiety disorder ("generalized anxiety"), loss of libido ("loss of sexual desire"), alopecia ("hair loss"), breast pain ("mastodynia"), a first episode of endometriosis ("endometriosis"), heavy menstrual bleeding ("excessive menstruation"), premenstrual syndrome ("premenstrual tension syndrome"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary incontinence ("urinary incontinence"), impaired work ability ("has been unable to work"), adenomyosis ("adenomyosis"), a second episode of endometriosis ("endometriosis"), vaginal haemorrhage ("vaginal bleeding"), diarrhoea ("diarrhea associated with menstruation") and headache ("the patient still has intense headaches"). The patient was treated with enalapril (enalapril maleate) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the vaginal haemorrhage was resolving and the pelvic pain, back pain, generalised anxiety disorder, alopecia, breast pain, latest episode of endometriosis, premenstrual syndrome, dyspareunia, urinary incontinence, adenomyosis, diarrhoea and headache had not resolved. The outcomes for perineal pain, loss of libido, heavy menstrual bleeding, dysmenorrhoea and impaired work ability were unknown. The reporter considered adenomyosis, alopecia, back pain, breast pain, diarrhoea, dysmenorrhoea, dyspareunia, the first episode of endometriosis, the second episode of endometriosis, generalised anxiety disorder, headache, heavy menstrual bleeding, impaired work ability, loss of libido, pelvic pain, perineal pain, premenstrual syndrome, urinary incontinence and vaginal haemorrhage to be related to essure administration. The reporter commented: 2022: according to the lawyer, the patient was not warned about the possible complications of essure. And at the end of 2022 (unspecified date), the patient presented pelvic and perineal pain, low back pain, generalized anxiety, absence of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. The patient sought hospital treatment again due to adverse effects, including pelvic and perineal pain, lower back pain, generalized anxiety, lack of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. Bilateral device passed without difficulty. Number of spirals in the cavity ¿ right tube: 3. Number of spirals in the cavity ¿ left tube: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2023: 39, [blood creatinine] (date unknown): 0.69, [colposcopy] on (B)(6) 2022: negative for neoplasia/ negative for malignancy. [Hepatitis b virus test] on (B)(6) 2023: non-reagent, [hepatitis c antibody] on (B)(6) 2023: non-reagent, [human chorionic gonadotropin] (date unknown): negative: 5.0, [international normalised ratio] on (B)(6) 2023: 2.08, [pathology test] on (B)(6) 2023: - material: fallopian tubes. Macroscopy: 1. Segment of left fallopian tube measuring 3.3 x 0.3 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. 2. Segment of right fallopian tube measuring 4.7 x 0.4 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. Microscopy: microscopic examination reveals vascular congestion of the serosa. There is also a paratubal cyst, with no other peculiarities. Absence of malignancy [prothrombin time] on (B)(6) 2023: 23.4, [ultrasound scan vagina] on (B)(6) 2015: essure well positioned, norm implanted, bilaterally.; on (B)(6) 2015: ransvaginal ultrasound was performed three months after implantation of the device for retention and location. Cross-sectional image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Cross-sectional image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Cross-sectional image of the uterus with identification of the bilateral devices. Observation: endometrial cavity presenting a hypoechogenic, oval-shaped image with an echogenic area around it, measuring. 23 x 16 mm; a small hyperechogenic image is observed inside it (suspected clot).; on (B)(6) 2023: - uterus without evidence of well-defined nodules. Hyperechoic images are noted, along the transitions with the fallopian tubes, suggestive of normally positioned essure devices. Uterus measurement: 86 x 50 x 51 mm. Volume: 114 cm³. Anatomical cervix. Centered, homogeneous endometrium, measuring 10 cm in thickness. Ovaries of normal volume, regular contours and preserved echotexture. Right ovary measures: 29 x 19 mm. Left ovary measures: 25 x 19 mm. Presence of small free fluid in the posterior fundus sac.; on (B)(6) 2023: - liver with normal shape and dimensions, with regular contour and preserved echogenicity. Absence of focal parenchymal lesions. Absence of dilation of the intrahepatic bile ducts. Hepato-common bile duct with normal caliber. Gallbladder with thin and smooth walls and anechoic content. Pancreas with normal shape, contour, dimensions, and echogenicity. Portal and splenic veins of normal caliber. Spleen with normal shape, contour, and dimensions, with homogeneous echotexture. Kidneys with normal dimensions, shape, contour, and topography. The thickness and echogenicity of the renal parenchyma are preserved, with good cortico-medullary differentiation, bilaterally. There is no evidence of calculi and/or signs of hydronephrosis. Absence of perirenal collections. Abdominal aorta and inferior vena cava with normal caliber and contour. Bladder with preserved shape, contour, and capacity, with smooth and thin walls and homogeneously anechoic content. Absence of free fluid in the peritoneal cavity; (date unknown): indicates the presence of an avascular cystic image in the serous topography of intestinal loops measuring 23 x 17 mm. The most recent follow-up information incorporated above includes data received on: 28-feb-2025: medical record received. Lot number, lab data & additional reporter added. Medical history & concomitant conditions updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic [pelvic pain female] perineal pain [perineal pain] lower back pain [low back pain] generalized anxiety [generalized anxiety disorder] loss of sexual desire [loss of libido] hair loss [hair loss] mastodynia [mastodynia] endometriosis [endometriosis] excessive menstruation [excessive menstruation] premenstrual tension syndrome [pre-menstrual tension syndrome] dyspareunia [dyspareunia] dysmenorrhea [dysmenorrhea] urinary incontinence [urinary incontinence] has been unable to work [inability to work] adenomyosis [adenomyosis] endometriosis [endometriosis] vaginal bleeding [vaginal bleeding] diarrhea associated with menstruation [diarrhea] the patient still has intense headaches [headache]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic") in a 27-year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anhedonia, feeling sad, cesarean section and parity 3. Previously administered products included: medroxyprogesterone. Concurrent conditions were listed as excessive menstruation, diuresis, systemic hypertension and sinusitis. The only concomitant product mentioned was dienogeste. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain"), back pain ("lower back pain"), generalised anxiety disorder ("generalized anxiety"), loss of libido ("loss of sexual desire"), alopecia ("hair loss"), breast pain ("mastodynia"), a first episode of endometriosis ("endometriosis"), heavy menstrual bleeding ("excessive menstruation"), premenstrual syndrome ("premenstrual tension syndrome"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary incontinence ("urinary incontinence"), impaired work ability ("has been unable to work"), adenomyosis ("adenomyosis"), a second episode of endometriosis ("endometriosis"), vaginal haemorrhage ("vaginal bleeding"), diarrhoea ("diarrhea associated with menstruation") and headache ("the patient still has intense headaches"). The patient was treated with enalapril (enalapril maleate) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the vaginal haemorrhage was resolving and the pelvic pain, back pain, generalised anxiety disorder, alopecia, breast pain, latest episode of endometriosis, premenstrual syndrome, dyspareunia, urinary incontinence, adenomyosis, diarrhoea and headache had not resolved. The outcomes for perineal pain, loss of libido, heavy menstrual bleeding, dysmenorrhoea and impaired work ability were unknown. The reporter considered adenomyosis, alopecia, back pain, breast pain, diarrhoea, dysmenorrhoea, dyspareunia, the first episode of endometriosis, the second episode of endometriosis, generalised anxiety disorder, headache, heavy menstrual bleeding, impaired work ability, loss of libido, pelvic pain, perineal pain, premenstrual syndrome, urinary incontinence and vaginal haemorrhage to be related to essure administration. The reporter commented: 2022: according to the lawyer, the patient was not warned about the possible complications of essure. And at the end of 2022 (unspecified date), the patient presented pelvic and perineal pain, low back pain, generalized anxiety, absence of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. The patient sought hospital treatment again due to adverse effects, including pelvic and perineal pain, lower back pain, generalized anxiety, lack of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. Bilateral device passed without difficulty. - number of spirals in the cavity ¿ right tube: 3. - number of spirals in the cavity ¿ left tube: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2023: 39 [blood creatinine] (date unknown): 0.69 [colposcopy] on (B)(6) 2022: negative for neoplasia/ negative for malignancy. [Hepatitis b virus test] on (B)(6) 2023: non-reagent [hepatitis c antibody] on (B)(6) 2023: non-reagent [human chorionic gonadotropin] (date unknown): negative: 5.0 [international normalised ratio] on (B)(6) 2023: 2.08 [pathology test] on (B)(6) 2023: - material: fallopian tubes. - macroscopy: 1. Segment of left fallopian tube measuring 3.3 x 0.3 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. 2. Segment of right fallopian tube measuring 4.7 x 0.4 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. - microscopy: microscopic examination reveals vascular congestion of the serosa. There is also a paratubal cyst, with no other peculiarities. - absence of malignancy [prothrombin time] on (B)(6) 2023: 23.4 [ultrasound scan vagina] on (B)(6) 2015: essure well positioned, norm implanted bilaterally.; on (B)(6) 2015: ransvaginal ultrasound was performed three months after implantation of the device for retention and location. - cross-sectional image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. - cross-sectional image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. - cross-sectional image of the uterus with identification of the bilateral devices. - observation: endometrial cavity presenting a hypoechogenic, oval-shaped image with an echogenic area around it, measuring 23 x 16 mm; a small hyperechogenic image is observed inside it (suspected clot).; on (B)(6) 2023: - uterus without evidence of well-defined nodules. - hyperechoic images are noted, along the transitions with the fallopian tubes, suggestive of normally positioned essure devices. - uterus measurement: 86 x 50 x 51 mm. Volume: 114 cm³. - anatomical cervix. - centered, homogeneous endometrium, measuring 10 cm in thickness. - ovaries of normal volume, regular contours and preserved echotexture. - right ovary measures: 29 x 19 mm. - left ovary measures: 25 x 19 mm. - presence of small free fluid in the posterior fundus sac.; on (B)(6) 2023: - liver with normal shape and dimensions, with regular contour and preserved echogenicity. - absence of focal parenchymal lesions. - absence of dilation of the intrahepatic bile ducts. - hepato-common bile duct with normal caliber. - gallbladder with thin and smooth walls and anechoic content. - pancreas with normal shape, contour, dimensions, and echogenicity. - portal and splenic veins of normal caliber. - spleen with normal shape, contour, and dimensions, with homogeneous echotexture. - kidneys with normal dimensions, shape, contour, and topography. - the thickness and echogenicity of the renal parenchyma are preserved, with good cortico-medullary differentiation, bilaterally. There is no evidence of calculi and/or signs of hydronephrosis. Absence of perirenal collections. - abdominal aorta and inferior vena cava with normal caliber and contour. - bladder with preserved shape, contour, and capacity, with smooth and thin walls and homogeneously anechoic content. - absence of free fluid in the peritoneal cavity; (date unknown): indicates the presence of an avascular cystic image in the serous topography of intestinal loops measuring 23 x 17 mm. Batch number- b02267; manufacture date- 2013-02-28; expiration date- 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-oct-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic [pelvic pain female] perineal pain [perineal pain] lower back pain [low back pain] generalized anxiety [generalized anxiety disorder] loss of sexual desire [loss of libido] hair loss [hair loss] mastodynia [mastodynia] endometriosis [endometriosis] excessive menstruation [excessive menstruation] premenstrual tension syndrome [pre-menstrual tension syndrome] dyspareunia [dyspareunia] dysmenorrhea [dysmenorrhea] urinary incontinence [urinary incontinence] has been unable to work [inability to work] adenomyosis [adenomyosis] endometriosis [endometriosis] vaginal bleeding [vaginal bleeding] diarrhea associated with menstruation [diarrhea] the patient still has intense headaches [headache]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic") in a 27-year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anhedonia, feeling sad, cesarean section and parity 3. Previously administered products included: medroxyprogesterone. Concurrent conditions were listed as excessive menstruation, diuresis, systemic hypertension and sinusitis. The only concomitant product mentioned was dienogeste. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain"), back pain ("lower back pain"), generalised anxiety disorder ("generalized anxiety"), loss of libido ("loss of sexual desire"), alopecia ("hair loss"), breast pain ("mastodynia"), a first episode of endometriosis ("endometriosis"), heavy menstrual bleeding ("excessive menstruation"), premenstrual syndrome ("premenstrual tension syndrome"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary incontinence ("urinary incontinence"), impaired work ability ("has been unable to work"), adenomyosis ("adenomyosis"), a second episode of endometriosis ("endometriosis"), vaginal haemorrhage ("vaginal bleeding"), diarrhoea ("diarrhea associated with menstruation") and headache ("the patient still has intense headaches"). The patient was treated with enalapril (enalapril maleate) as well as surgery (bilateral salpingectomy). At the time of the report, the vaginal haemorrhage was resolving and the pelvic pain, back pain, generalised anxiety disorder, alopecia, breast pain, latest episode of endometriosis, premenstrual syndrome, dyspareunia, urinary incontinence, adenomyosis, diarrhoea and headache had not resolved. The outcomes for perineal pain, loss of libido, heavy menstrual bleeding, dysmenorrhoea and impaired work ability were unknown. The reporter considered adenomyosis, alopecia, back pain, breast pain, diarrhoea, dysmenorrhoea, dyspareunia, the first episode of endometriosis, the second episode of endometriosis, generalised anxiety disorder, headache, heavy menstrual bleeding, impaired work ability, loss of libido, pelvic pain, perineal pain, premenstrual syndrome, urinary incontinence and vaginal haemorrhage to be related to essure administration. The reporter commented: 2022: according to the lawyer, the patient was not warned about the possible complications of essure. And at the end of 2022 (unspecified date), the patient presented pelvic and perineal pain, low back pain, generalized anxiety, absence of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. The patient sought hospital treatment again due to adverse effects, including pelvic and perineal pain, lower back pain, generalized anxiety, lack of sexual desire, hair loss, mastodynia (breast pain), excessive menstruation, premenstrual tension syndrome, dyspareunia (genital pain during sexual intercourse), dysmenorrhea (menstrual cramps) and urinary incontinence. Bilateral device passed without difficulty. - number of spirals in the cavity ¿ right tube: 3. - number of spirals in the cavity ¿ left tube: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2023: 39 [blood creatinine] (date unknown): 0.69 [colposcopy] on (B)(6) 2022: negative for neoplasia/ negative for malignancy. [Hepatitis b virus test] on (B)(6) 2023: non-reagent [hepatitis c antibody] on (B)(6) 2023: non-reagent [human chorionic gonadotropin] (date unknown): negative: 5.0 [international normalised ratio] on (B)(6) 2023: 2.08 [pathology test] on (B)(6) 2023: - material: fallopian tubes. - macroscopy: 1. Segment of left fallopian tube measuring 3.3 x 0.3 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. 2. Segment of right fallopian tube measuring 4.7 x 0.4 cm, with a straight path, covered by smooth and thin serosa. In sections, virtual lumen, and grayish and elastic wall. - microscopy: microscopic examination reveals vascular congestion of the serosa. There is also a paratubal cyst, with no other peculiarities. - absence of malignancy [prothrombin time] on (B)(6) 2023: 23.4 [ultrasound scan vagina] on (B)(6) 2015: essure well positioned, norm implanted bilaterally.; on (B)(6) 2015: ransvaginal ultrasound was performed three months after implantation of the device for retention and location. - cross-sectional image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. - cross-sectional image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. - cross-sectional image of the uterus with identification of the bilateral devices. - observation: endometrial cavity presenting a hypoechogenic, oval-shaped image with an echogenic area around it, measuring 23 x 16 mm; a small hyperechogenic image is observed inside it (suspected clot).; on (B)(6) 2023: - uterus without evidence of well-defined nodules. - hyperechoic images are noted, along the transitions with the fallopian tubes, suggestive of normally positioned essure devices. - uterus measurement: 86 x 50 x 51 mm. Volume: 114 cm³. - anatomical cervix. - centered, homogeneous endometrium, measuring 10 cm in thickness. - ovaries of normal volume, regular contours and preserved echotexture. - right ovary measures: 29 x 19 mm. - left ovary measures: 25 x 19 mm. - presence of small free fluid in the posterior fundus sac.; on (B)(6) 2023: - liver with normal shape and dimensions, with regular contour and preserved echogenicity. - absence of focal parenchymal lesions. - absence of dilation of the intrahepatic bile ducts. - hepato-common bile duct with normal caliber. - gallbladder with thin and smooth walls and anechoic content. - pancreas with normal shape, contour, dimensions, and echogenicity. - portal and splenic veins of normal caliber. - spleen with normal shape, contour, and dimensions, with homogeneous echotexture. - kidneys with normal dimensions, shape, contour, and topography. - the thickness and echogenicity of the renal parenchyma are preserved, with good cortico-medullary differentiation, bilaterally. There is no evidence of calculi and/or signs of hydronephrosis. Absence of perirenal collections. - abdominal aorta and inferior vena cava with normal caliber and contour. - bladder with preserved shape, contour, and capacity, with smooth and thin walls and homogeneously anechoic content. - absence of free fluid in the peritoneal cavity; (date unknown): indicates the presence of an avascular cystic image in the serous topography of intestinal loops measuring 23 x 17 mm. Batch number- b02267; manufacture date- 2013-02-28; expiration date- 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.